Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic radical prostatectomy procedure, at the very beginning of the procedure during the bladder flap, the surgical team observed that the bipolar maryland forceps (bmf) broke into two pieces at the tip. One of the two tip fragments fell into the patient¿s cavity and was retrieved. The team spent a considerable amount of time locating it, but it was eventually found. The instrument was removed following the broken instrument protocol and replaced with a new one to resolve the issue. There was an approximately 20-minute delay to locate the tip. There was no patient injury.